Event description:
The customer reported that the unicel dxc 660i synchron access clinical system generated false high na (sodium) and glum (modular glucose) results for 1 patient sample. Results were reported out of the lab. There was no report of impact to treatment. Quality control (qc) was within lab-established ranges on the day of the event. The customer provided erroneous results from additional patient samples, but could not identify if the results were generated from this instrument, or their other instrument (please refer to 2050012-2014-00496 for this additional data and event that occurred on the other instrument).

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the modular chemistry (mc) sample probe, t-valve and mc sample syringe to resolve the issue.